Event description:
It was reported that during use a ventilator failure occurred. No patient injury reported.

Manufacturer narrative:
The device log file was requested but could not be provided for investigation. Based on the statement of the biomedical engineer, a v044 entry was logged at the time of event. This entry indicates a pressure drop at the rolling diaphragm. An auxiliary vacuum pressure is required to operate the valves that control the ventilation cycles and to keep the ventilator diaphragm in place during piston movement. If the vacuum pressure exceeds the required limits the system reacts with a safety shutdown of automatic ventilation and will post a corresponding alarm. A drop in the vacuum pressure may be caused by a number of conditions and some of them are not related to a device malfunction of persisting nature. This could be confirmed for the particular case as in follow-up of the event the device was ran for about 1,5 hours with no further issues detected. As during the test run no indications for a malfunction could be identified being in context with the reported symptom and also no device log file was available finally the root cause for the low membrane pressure could not be determined. Dräger finally concludes that the system responded as intended upon a deviation in the auxiliary functions - ventilation was shut down to prevent from damages to the system and, the user was alerted to this condition by means of a corresponding alarm. Manual ventilation remains available. The device was returned to use with no further problem reported since then.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use a ventilator failure occurred. No patient injury reported.